Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas sweep unexpectedly fluctuated between 3.9 and 4.1 liters per min for approx 10 mins. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.